Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 640 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated in the index procedure is a 3.00mm, 700% stenosed, mildly tortuous, 10mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stent placement using a 3.0x12 mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. At 640 days after the index procedure, the pt died with the cause of death as cardiac arrest. The physician assessed the relationship of the event to the target vessel as unk. No autopsy was performed.